Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the cracked front panel could not be determined from the obtained information. Root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in the event description, a damaged printed circuit board was causing the leds on the front panel display to not illuminate properly. Additionally, the video connector socket, the pump, and the socket were all found worn-out. These worn components were compromising the secure connections within the device. There was also foreign material discovered in the pump system. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus video system center, it was discovered that the unit¿s front panel leds were not illuminating properly. There was no patient involvement during this event.